Event description:
During surgery on the mandible, the screw broke - entire thread section (approx 15mm). The piece was left in the pt (embedded). Pt suffered no injury.

Event description:
Add'l info rec'd from MFR 4/3/01: co is not the MFR. Co has forwarded a copy of the med watch to ace surgical supply co who they purchased the product from.